Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider, clinical study via manufacturer representative regarding a patient with clinical ID: (B)(6) and study ID: (B)(6). Medical history (positive response): "heart" related surgery is performed due to heart tiredness and shortness of breath after the activity (the specific operation method is unknown), hysterectomy due to "hydatidiform mole". Primary diagnosis: instability it was reported that lumbar spine x-ray examination in the hospital (B)(6) on 2022, after systematic reading in the hospital, it was found that the screw at s1 on the left side of the patient was broken and the patient did not complain of any special discomfort. Calcium carbonate d3 tablets qd po, calcitriol soft capsule 0.25ug qd po calcium supplementation treatment was started. There was no patient symptom reported. There were no further complications reported regarding the event.